Event description:
The initial reporter questioned low results for an unspecified number of patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 0.044 mg/dl. The repeat result was 0.93 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The crep2 reagent lot number was 91676401 with an expiration date of 31-jul-2026. On 17-apr-2026, the field service engineer (fse) identified low main pump pressure, biofilm formation on a filter, and low gear pump head pressure. The fse cleaned the filter, replaced the gear pump head, and adjusted the system volumes. Qc was acceptable. The investigation determined that the service actions resolved the issue.